Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked and the pump was not functional, and the user was advised that the device was no longer watertight and would require replacement; the user planned to use subcutaneous insulin by pen as back-up therapy, and delivery replacement logistics and data start-up requirements were discussed. Symptoms included hyperglycemia with a reported glucose of 253 mg/dl for approximately one hour, without ketone testing, medical intervention, or other assistance, and the user reported feeling okay. Outcomes included temporary interruption of automated insulin delivery and the need to switch to back-up therapy until the replacement device arrives. Investigation included collection of user reports regarding device damage and operational status, review of alert history, and coordination for return of the damaged device for evaluation. Investigation of this device revealed physical damage to the touchscreen consistent with a broken or cracked display that rendered the device nonfunctional and not watertight, which aligns with a device mechanical damage problem affecting the user interface/display component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.